Event description:
It was reported that during procedure, the subject device presented no image and video connector was broken (rattling or coming off). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "no image and video connector was broken" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is leaky, coupler is rusted. The most probable cause of the identified failures is cause traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during procedure, the subject device presented no image and video connector was broken (rattling or coming off). There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.